Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion is located in the moderately tortuous and severely calcified artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, the balloon rupture at 5atm. The device was removed normally, and the procedure was completed with another of same device. There were no patient complications, and the condition of the patient post procedure was good.